Event description:
It was reported that during a breast biopsy, they received a probe error code. They cleared the error and continued taking samples then received a vacuum error code and noticed a burning smell. They shut the unit down and stopped the case with the samples retrieved. There was no patient consequence reported.